Event description:
It was reported that the patient had this inflatable penile prosthesis (ipp) removed due to cracks in the tube connecting the pump. A new ipp consisting of cylinders, pump, and reservoir was implanted. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the identified activation issues and fluid leak could affect the functionality of the device resulting in the reported mechanical issue. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. There was a hole which led to a leak in the pump strain relief (krt) and cylinder junction that was the result of fatigue. The damaged tubing was removed. The pump was functionally tested and did not pass the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues and a fluid leak could affect the functionality of device as the reported mechanical issue. Product analysis confirmed the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of caused traced to component failure was chosen, based on the failure with the pump that did not pass the activation test and the fluid leak that was identified.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to cracks in the pump connecting tube and the pump. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no patient complications reported.